Event description:
It was reported that the implant was removed due to malfunction.the implant mount was unable to be separated after placement.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). (B)(4). Additional PMA/510(k) number ¿ k011028/k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Visual inspection could not be performed. Customer only returned the bundle mount. No malfunction to the mount was noticed during evaluation. The patient was noted to have bruxism, and smokes. The reported device was intended for tooth located # 15 (universal) and was placed and removed on the same day. Complainant reported that the implant was removed due to malfunction.the implant mount was unable to be separated after placement. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.